Event description:
The customer contact reported the device alarmed with a whitescreen error. The device was returned to the biomedical engineering department for an unspecified reason. During testing at the user facility, the device alarmed with a whitescreen error. There were no report of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. No additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.